Event description:
It was reported that an intra-aortic balloon (iab) was used for an emergency and therapy was successful for three days. On the third day the nurse found a lot of blood in tubing. The physician removed the iab and discontinued therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the interior and the exterior of the catheter; including between the catheter and the sheath. The returned sheath was over the catheter and a small portion of the membrane. A kink was noted 39.4 cm from the iab tip. The extender tubing and syringe were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 24.13 cm from the iab tip and measuring 0.015cm in length. The reported leak, blood in tubing problem was most likely triggered by the hole on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was used for an emergency and therapy was successful for three days. On the third day the nurse found a lot of blood in tubing. The physician removed the iab and discontinued therapy. There was no reported injury to the patient.